Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from the adc freestyle libre sensor in comparison to readings obtained from finger prick. Customer reported that on (B)(6) 2019, he received sensor readings of 15.7 mmol/l and 18.1 mmol/l compared to capillary readings of 24.9 mmol/l and 29.9 mmol/l. Customer experienced symptoms of ¿seizure and a loss of consciousness¿ and was taken to the hospital where he was diagnosed with hyperglycemia. Customer was administered 3.5-liter fluid and treated with potassium and phosphate. No further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.